Manufacturer narrative:
The device was evaluated by a zoll field technician at the customer's facility. The customer's report was duplicated and attributed to a faulty processor/bridge/pace (pbp) board. The pbp board was replaced to resolve the report. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function and displayed a "defib pace device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.